Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console continuously popped the vent valve while trying to deliver the induction dose. There were no reported patient complications.

Manufacturer narrative:
The console was received and evaluated. The fluid level sensor was removed from the console and functionally tested and was found to be operating normally. The root cause of the reported complaint is unknown. Quest medical will continue to monitor complaint trends for the reported failure mode.